Event description:
It was reported by service report that the bed was stuck in the trend position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Starter on food-end lift motor out of adjustment.